Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant.

Event description:
It was reported that prior to the ablation, a hysteroscope was inserted into the patient cavity and a small tunnel was seen perhaps created by the dilator, however the cavity distended fine. The physician then proceeded with inserting the ablation device into the cavity but it failed cavity integrity assessment twice. The physician stated "it didn't feel right when the device opened up." A uterine perforation at the fundus was confirmed during laparoscopic salpingectomy. The physician completed the salpingectomy and "finished with flow seal over the small are on the fundus where the perforation was confirmed." The physician confirmed the patient was discharged the same day and no further issues were reported.